Event description:
It was reported via clinic notes that the patient had an increase in seizures in (B)(6) 2011 possibly caused by vimpat. Vimpat dose was decreased and vns settings were increased. Patient also had a prolonged seizure recently lasting four minutes. Per notes, seizures usually occur just before menses. It was also noted that in (B)(6) 2011, the patient was having many seizures, about 2 per week, generalized tonic-clonic, and more in the week prior to menses. Patient was taken to the ER after a big seizure at school. Attempts for further information have been unsuccessful to date.

Event description:
Further information from the physician indicates that the increase in seizures is not believed to be related to vns, but is related to the vimpat. The "big seizure" reported was a generalized tonic clonic seizure that lasted several minutes. The patient has these "every so often" so they are not unusual for patient. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the events. The patient's medication is being adjusted to address the issues. No further information given.